Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a connection issue between a patient line extension and the cassette. This occurred during dwell two of peritoneal dialysis therapy. The patient went to the kitchen and the tubing got caught under their bedroom door. The patient pulled the line to free the line and the patient line extension disconnected from the cassette and solution leaked from the patient line on the cassette. The patient completed therapy by restarting therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.